Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-04515. It was reported that post a stenting treatment procedure, restenosis occurred. In (B)(6) 2008, there were three stents implanted at the index procedure. The first lesion was a 95% stenosed and 16mm long lesion located in the first obtuse marginal coronary artery (om1) with a reference vessel diameter of 2.25mm. It was treated with predilation, placement of a 2.25x20mm taxus element study stent and post dilation resulting in 10% residual stenosis. During the same procedure, angiography revealed a 95% stenosed and 50mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3mm. The lesion was predilated with a 2.5x20mm non-bsc balloon. A 3.0x32mm taxus express2 stent was successfully deployed. A second 3.0x32mm taxus express2 stent was attempted. Initially, it was unable to cross the lesion. The wire was exchanged and the second attempt was successful. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2010, the patient presented to the emergency department with vertigo, chest pain and pressure that was responsive to nitroglycerine. An initial cardiogram revealed st elevation indicative of an acute myocardial infarction with ischemic change. A subsequent test done after the chest pain was resolved with nitroglycerine showed st elevations back to baseline without ischemic changes. Cardiac catheterization performed the next day revealed a complex 70% stenosed lesion in the mid rca. Due to acute coronary failure, the patient was referred for coronary artery bypass graft (CABG) x 4 surgery. At 1 day later, the patient underwent successful CABG surgery with left internal mammary artery to left anterior descending coronary artery, sequential saphenous vein graft to obtuse marginal branch #1 and #2, saphenous vein graft to posterior descending coronary artery was performed. The event was considered resolved without residual effects and the patient was discharged 9 days later.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.